Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy, it was reported by the rep that the surgeon inserted the 5mm scissors through the sub xiphoid port and air began leaking. The surgeon replaced the 1seal with a new 1seal. That seal also ripped and trocar began leaking after pulling out the harmonic scalpel curved blade. The surgeon already had (2) torn 1seals and when putting a ms512 on the trocar, he noticed that the seal to the 511h had also torn. (The 511h was part of a enc90 kit.) The surgeon snapped on a ms512 and completed the case. There was no consequence to the pt.